Manufacturer narrative:
The reported issue with the instrument could not be replicated nor confirmed. The vessel sealer extend (vse) instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. There were no failures reported in the log during testing. Additional observation related to customer reported complaint: the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No errors were found in the logs. Seal and cut test were not performed successfully as a result. Additional observation not related to customer reported complaint: visual inspection found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) would not open and close. The surgeon was also not satisfied with the energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument had delayed sealing and insufficient sealing. No errors occurred when the vessel sealer issue occurred. There was no continuous audible signal when the pedal was pressed. The seal cycle completed with 3 fast audible tones as expected and tissue effect was observed during the sealing cycle. The jaws were not stuck on tissue when the issue occurred and there was no unexpected tissue removal. There was no bleeding observed.